Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) and exhibited extended out of range charge time of 19.2 seconds with a battery voltage of 2.70 v. Premature battery depletion (pbd) was suspected. The implantable cardioverter defibrillator (ICD) was scheduled for replacement in the near future. No adverse patient effects were reported.

Manufacturer narrative:
If the device is explanted in the near revision procedure, the device will be returned to boston scientific. Upon receipt the device will undergo detailed laboratoryanalysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.